Manufacturer narrative:
Device is a combination product. A 16 x 2.50 mm promus premier select stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the proximal region were lifted, bunched and pulled in a distal direction. The undamaged stent outer diameter was measured using a snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break measured at 75.5cm from the distal end of strain relief. Multiple kinks were also noted along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Device loaded onto and tracked over 0.014 inch guidewire without issue. Guide catheter interaction test was not attempted due to the stent damage.

Event description:
Reportable based on analysis completed on 19mar2020. It was reported that the stent was difficult to advance. A percutaneous coronary intervention was being performed. A 16 x 2.50mm promus premier select stent could not be advanced through the guiding catheter. The procedure was successfully completed with a different device without issue or patient injury. However, returned device analysis revealed stent damage.